Manufacturer narrative:
An event of embolization following off-label implant to close an aortic paravalvular aneurysm was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021 a 16mm amplatzer vascular plug ii was chosen for a aortic paravalvular aneurysm procedure. During placement the physician verified the device placement and the device was released. Upon release, the device embolized into the right atrium and became trapped in the ligaments of the tricuspid valve. Attempts were made to retrieve the device and the attempts were unsuccessful. The patient was taken to or for surgical removal. The surgery was confirmed a success. No consequences to the patient.